Event description:
An impella 5.5 device was inserted via the right axillary artery in a 24-year-old female patient presenting with cardiomyopathy. Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. Csc caller contact reported high purge pressure (>900 mmhg) and low purge flow (<2 ml/h). The purge lines and catheter shaft had already been checked. The latest partial thromboplastin time (ptt) was 55 seconds, and the patient was noted to have a high bleeding tendency. Options discussed included impella replacement and a tissue plasminogen activator (tpa) lysis protocol, which was sent to the team. Tpa was utilized in the purge solution as an off-label intervention to mitigate the impact of biomaterial within the motor. There was no reported adverse clinical impact to the patient. The patient remained on support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6. Medical device problem code a140508 has been updated to a01.

Event description:
Additional information provided on 01jul2026, the nurse reported there is position unknown alarm; placement signal (ps) it was reported that the placement signal has become lower and lower, starting yesterday around. The nurse stated that at the same time the mean flow displayed increased by about 1lt/min. Echo performed, pump in correct position, ecmella-therapy. Recommended to change the pump. Discuss the appropriate management strategy with the treatment team, considering the current clinical situation. The pump was explanted, patient outcome unknown.

Manufacturer narrative:
B5 updated with additional information. D6b explant date provided. H6 medical device problem code a0709 added based on the additional information. G1 manufacturing site information was inadvertently omitted on the initial manufacturer device report.